Event description:
On 07/00 co was contacted by a customer that stated that customer was hospitalized on 06/00 because of discrepant readings of two blood glucose meters. Customer indicated that costomer's elite system read lo (less than 15mg/dl) while a competitive meter gave a result of 656mg/dl. The customer did not have the system with them at the time of the call and a request has been made to get the pertinent info relative to serial number, lot number of reagent etc. When this info is provided a follow-up report will be provided.

Event description:
On 07/07/00 co was contacted by a customer that stated that customer was hospitalized on 06/29/00 because of discrepant readings of two blood glucose meters. Customer indicated that costomer's elite system read lo (less than 15mg/dl) while a competitive meter gave a result of 656mg/dl. The customer did not have the system with them at the time of the call and a request has been made to get the pertinent info relative to serial number, lot number of reagent etc. When this info is provided a follow-up report will be provided.